Event description:
Related report: 2017865-2024-71703. It was reported, that the patient presented in clinic for revision of the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads. It was noted, that the three leads were found dislodged upon chest x-ray imaging. All three leads were explanted and successfully replaced. Patient was stable.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood and tissue. The helix could be fully extended and retracted. The full helix extension length was measured to be within specification. Electrical testing was normal. Visual and x-ray examination did not find any anomalies except for procedural damage.